Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that all the data on the insulin pump was deleted after a battery change. No further information reported.

Manufacturer narrative:
Insulin pump alarmed after battery change, due to broken solder joint of connectors on interface board. Insulin pump had memory lost after battery change due to alarm anomaly. Insulin pump had minor scratches on lcd window.